Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the impedance and capture had increased on the right ventricular (rv) lead. The patient presented in clinic and fluoroscopic imaging was performed and there was no visible damage to the rv lead. The rv lead was capped and replaced and the patient was stable.